Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-45 crdm non-defib lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was high and unstable thresholds on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.